Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. No add'l info is expected. (B)(4).

Event description:
A surgeon reported that the aspiration blocked several times during a cataract surgery. The event occurred during the phacoemulsification step of the surgery. Per the surgeon, no system message was displayed. After the surgeon used the "prime" function, the device functioned properly again and the procedure was completed. There was no pt harm. No add'l info is expected. This is one of three medical device reports associated with this event. This report is for the first pt.